Manufacturer narrative:
Additional information: the lesion was pre-dilated with a different a sc euphora balloon. The device was being used to post-dilate a deployed stent. The device was not moved or repositioned while inflated. Image review: image shows an nc euphora device in a pouch. The device is obscured by the label, only the luer can be seen clearly. Luer reads 3.5x15, matching both the label and the reported size. Lot number on label reads 221910203, which matches that reported. The reported burst cannot be confirmed as the balloon is not visible. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned with blood visible in the balloon and inflation lumen. Balloon folds were open. Slight deformation was noted to the distal tip. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material at the distal cone. The balloon maintained pressure due to a nodule of blood blocking the tear site. No lead in scratches were evident proximal or distal to the tear site. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an nc euphora device was being used to treat a moderately tortuous lesion with 100% chronic total occlusion (cto) in the mid right coronary artery (rca). No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon burst during the second inflation at 18 atm. The device was replaced by another medtronic product. The patient is reported to be alive with no injury.